Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the acoustic lens damaged, adhesive around acoustic lens chipped, adhesive around acoustic lens cracked, objective lens adhesive section detached, bending rubber adhesive section detached (floated), light guide lens adhesive section peeled off cause due to cause traced to component failure and partition tube had corrosion cause due to water leakage. A definitive root cause of foreign material at air/water supply cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had an acoustic lens damaged, the adhesive around the acoustic lens was chipped, the adhesive around the acoustic lens was cracked, the objective lens adhesive section was detached, the bending rubber adhesive section was detached (floating), and the light guide lens adhesive section was peeled off. In addition, the partition tube had corrosion, and there was foreign material at the air/water supply cylinder. There was no patient involvement.